Event description:
Additional information recieved reported the patient was buried and that no further actions were taken.

Event description:
It was reported the patient died in an ambulance on the way to the hospital for an unknown reason. An autopsy was not completed as of the date of this report. The type of drug being delivered by the pump was not available but it seemed the pump was filled with morphine. Additional information received reported the pump was always filled with morphine. It was reported the patient had called the ambulance because of faintness. The cause of death was not yet found. No known allegation against the device.

Manufacturer narrative:
(B)(4).